Event description:
Patient was revised to address infection. Poly wear and osteolysis were also reported. (Right hip).

Manufacturer narrative:
It has been determined that this complaint has been entered in error, and has therefore been rejected. Depuy considers the investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.